Event description:
The customer reported that inconsistent pads/paddles messages were reported within the event summary of this device.

Manufacturer narrative:
The device was evaluated by philips repair bench and the failure was verified. The therapy port and therapy cable was replaced to resolve the symptom.